Event description:
It was reported that an occlusion alarm occurred. Customer performed the fill tubing step and resumed insulin delivery to address the issue. There was no adverse impact to customer¿s blood glucose level.